Event description:
It was reported that during infusion with cadd cleo infusion set, infusions set detached from the body during normal use of about 24hrs. There was patient involvement and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.